Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during routine interrogation on (B)(6) 2019, the asymptomatic patient's atrial lead was not observed to be sensing the patient¿s atrial fibrillation rhythm. Upon review of the chest x-ray, taken on (B)(6) 2019, it became apparent that the lead had dislodged and was located near or in the right ventricle. Programming changes were made on (B)(6) 2019. The patient will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.